Event description:
During a coronary artery bypass graft x3 the argon bovie handpiece was placed down on the draped patient and fired despite the fact that it had not been touched or activated by the surgeon leaving a dime sized 3rd degree burn, measuring 2 cm x 2cm to the patient's upper inner right thigh. The handpiece was picked up and again fired without being activated by the surgeon. The machine was shut off and all components of the device were sequestered for evaluation by bioengineering. Functional tests were run by bioengineering. The handpiece was found to be "stuck" in the on position. Different handpieces were tested and performed as intended. A functional test on the esu after removing the handpiece was performed and all checks passed. The patient was evaluated by plastic surgery and observed to have a full thickness burn. The burn is currently being treated with silvadene cream. Manufacturer response for bovie cauterization, abc bend-a-beam handpiece (per site reporter): the manufacturer's rep, "(B)(4)" was contacted on (B)(4) 2015. A rep by the name of (B)(4) was contacted by bioengineering as well.